Event description:
It was reported that during a vascular stenting procedure in the sfa, the delivery system became blocked after the stent had been released 3cm. During withdrawal of the delivery system, the distal portion of the partially released stent fractured and remained in the vessel. A surgical intervention was required to remove the fractured stent.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.